Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to identifying the issue. The system functionality was checked. The system initially powered on without any errors. The technical support was contacted for troubleshooting. The troubleshooting was completed. The procedure was completed. No patient injury. The surgeon did not discontinue or disable the use of arms.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the insertion axis on universal surgical manipulator (usm3) was stopping halfway down when inserted into the patient's body cavity. Site checked the arm for obstructions and did not find any thing blocking the carriage from moving. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.